Event description:
It was reported to medtronic minimed that the customer received a blank display even after changing the batteries, and the inner contact was burned. The customer reported no adverse event. The event involved product(s) mmt-1880. Troubleshooting was performed, and the customer reported that the battery compartment and springs are damaged and corroded. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1880 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump powered on. Pump passed sleep current test, active current test and self test. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, scratched case, cracked keypad overlay. Pump was cut open for visual inspection and no moisture or physical damage was noted. Battery cycle 11.0 received the lowbatteryalert (104) on (B)(6) 2025 02:30:00 after more than 7 days at 16.68 days. Battery cycle 10.0 received the lowbatteryalert (104) on (B)(6) 2025 09:46:00 after more than 7 days at 16.71 days. Battery cycle 9.0 received the lowbatteryalert (104) on (B)(6) 2025 06:58:00 after more than 7 days at 15.19 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. In summary, customers alleged, blank display and moisture damage was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.